Event description:
The customer reported the system would not fluoro intermittently. The system had to be rebooted in order to continue.

Manufacturer narrative:
The ge service rep suspected the power supply on the workstation was bad. The -5.0 volts supply was lower than the spec suspected that it might be loading to zero intermittently. He replaced the power supply with a new one, and adjusted the +5volts to +5.05volts and -5volts to -5.08volts. A functional check was conducted. The system works as intended.